Manufacturer narrative:
B3: the event occurred on an unreported date in the recent two months. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a repeated peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized and was treated with unspecified injections and medications for the event. At the time of this report, the patient remained hospitalized, and treatment was ongoing. At the time of this report, the patient¿s outcome was not reported, and pd therapy was ongoing. The reporter declined to provide additional information.